Event description:
The customer reported, the 12 lead ECG interpretation was incorrectly showing the waveform.

Manufacturer narrative:
The customer reported, the 12 lead ECG interpretation was incorrectly showing the waveform. A philips field service engineer evaluated the device at the customer site. The symptom could not be duplicated, and the device passed all testing. No related parts were replaced. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since we could not duplicate the symptom. The customer had not called back regarding this issue for this device.